Event description:
It was reported that during a gyn procedure, the device was displaying a flow rate, but no fluid was moving. In response, the clinicians applied pressure cuffs to the fluid bags and raised the device pole to increase pressure. Subsequently, the device displayed a 1.5 liter fluid deficit. A manual calculation revealed a 3 to 4 liter fluid deficit. No adverse pt consequences resulted.